Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-24267. It was reported the pt was not receiving effective stimulation coverage of her pain areas. X-rays showed both of the pt's scs leads had migrated. The pt underwent surgical intervention, and during intraop testing one of the leads showed invalid impedances on multiple contacts. The lead was explanted and replaced. The other lead was repositioned. The pt reported stimulation coverage of her pain areas postoperative.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.